Manufacturer narrative:
The purge cassette was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The patient got an impella 5.5 as escalation. The impella 5.5 was placed utilizing a double barrel technique. The impella 5.5 flows increased and impella cp flows decreased. The impella cp was explanted. While leaving the operating room, purge pressure high alarm was presented. No kinks in the line were noted. The purge cassette was replaced. No alarm post purge change was noted. No motor current spikes were reported. Purge pressure remained high and flows were low. The decision was made to monitor at this time. The medical doctor wanted to utilize tissue plasminogen activator protocol, and was initiated by the care team. Discussion of alarms and close monitoring were performed with multiple care teams. This is one of two related reports. This report represents the purge cassette and another report was submitted to represent the pump. Refer to section h10 for the related report number.

Manufacturer narrative:
Investigation summary: no product was returned. Purge pressure high: clinical details note that a 5.5 was placed utilizing a double barrel technique. As leaving the or, purge pressure high alarm presented. No kinks in the line noted. Purge cassette replaced and csc notified. No alarm post purge change. Purge pressure remained high and flows low. Md wanted to utilize tpa protocol, which was initiated by care team. Data log review showed purge pressure around 600 mmhg after priming. Pp then slightly decreased after the pump was started but then increased to ~900 mmhg in approximately 4 minutes after pump startup. An hour later, there was a small mc spike and upward shift in mc and pump flow. At this time, purge pressure increased above 1000 mmhg. The purge cassette was replaced, which did not resolve the hpp. A bag change followed a couple hours later and the pp decreased from there. There was no abnormality found related to the purge cassette since changing the purge cassette did not resolve the high purge pressure based on data log review. The cause of the high purge pressure is linked to the pump. Device history lot: device lot: n/a (product not returned, sn unknown). Device history batch: subcomponent lot: n/a. Device history review: n/a (product not returned, sn unknown).